Manufacturer narrative:
Additional information received on october 10, 2022 indicated that the patient reported that about three weeks a go she have had removal. Date of removal was not specified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 27, 2022 indicated that the patient ethnicity is caucasian and date of removal was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number 1645337-2022-08797. A review has been made and this complaint will be converted to no product issue. See manufacturer report number:1645337-2022-08797 for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right possibly deflated after implantation. The issue was confirmed through visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.